Manufacturer narrative:
Corrected information has been provided in d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The system was examined. And the reported event was replicated. The pneumatic module was replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event, can be attributed to a failure in the pneumatic module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during a vitrectomy procedure the system has pressure problems and the oil injector on the ophthalmic system was not working. The procedure was completed. Patient impact was not reported. The system was serviced. Additional information has been requested and received.